Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, external insulation abrasion consistent friction to another device or feature of the heart breaching the ring electrode cable lumen in between the shock coils. The etfe cable coating of one ring electrode cable was abraded in this location.

Event description:
This report is to advise of an event, observed during analysis.